Manufacturer narrative:
The insulin pump passed displacement test. Motor error alarmed during basic occlusion test due to flushed drive support disk. The motor was tested outside of the device and passed. No unexpected time was noted. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a motor error and it is not listed in the alarm history. The customer stated that he received motor errors when his insulin is low. The customer stated that the o-rings on the reservoir compartment were starting to come out of the device. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.